Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of the mynxgrip vascular closure device (vcd), closing failed. There was no patient injury. The device is available for analysis.

Manufacturer narrative:
After use of the mynxgrip vascular closure device (vcd) 5f, closing failed. There was no reported patient injury. Multiple attempts were made to obtain more information without success. A non-sterile mynxgrip vascular closure device 5f was returned for analysis. Per visual analysis, the shuttle was disengaged from the black handle with the stopcock open. The sealant, advancer tube, syringe and procedural sheath were not returned with the device. It was noted that the sealant sleeve was pulled back close to the shuttle hub. The condition of the returned device indicates a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident, and none were observed. Per functional analysis, the sealant and advancer tube of the returned device were not returned; therefore, a complete investigation could not be conducted. Leak testing was performed on the balloon of the returned device. The balloon was inflated with water, and pressure was maintained. A product history record (phr) review of lot f1909903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The root cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors could have contributed to the issue reported since the sealant and advancer tube were not returned, and therefore, a complete physical investigation could not be performed. However, patient factors, pharmacological factors and/or handling factors of the device are possible since the returned device showed proper complete removal from the patient and no anomalies were noted to the device. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.